Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a routine generator change, atrial capture thresholds were reported to be high. It was determined that the atrial lead had pulled back, had almost no slack and the helix was pointing southeast in direction. The lead was capped (B)(6) 2021. The patient was doing well before during and after the procedure.